Event description:
This unsolicited case from united states was received on 24-jan-2018 from patient and his wife (who is also a nurse). This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and could hardly walk (latency: 2 days), had swollen halfway up his thigh, yeast infection developed and infection (after unknown latency). Concomitant medications included rivaroxaban (xarelto). The patient's medical history is significant for nine previous major knee surgeries. It was reported that the patient had synvisc injections in his knee approximately six years ago, has had cortisone injections. It was reported that the patient had a pacemaker and artificial joint in his left knee. The patient's concurrent condition included chronic atrial fibrillation, congestive heart failure, radiculopathy and pain (pain level was 2 or 3 out of 10 with a reference 10 for kidney stones). The patient was reported to be allergic to codeine. The patient had no allergy to avian products, feathers or eggs and did not have diabetes. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose and frequency. Unknown) in right knee for osteoarthritis. Later the patient was told that the product had been recalled. On the same day, the patient stated that he started experiencing pain and swelling of his knee. He iced the knee and took oxycodone, which he takes for radiculopathy, but it did not help the pain. Reportedly on (B)(6) 2017 (2 days after the synvisc one injection), he had to use a walker to go to a funeral and when he got home, he was in agony. On (B)(6) 2017, he could hardly walk and his knee was huge, hot and red. The knee was two to three times larger than normal, swollen halfway up his thigh and he was seen in the emergency room after ten hours, blood work and multiple x-rays, the orthopedic doctor stated that surgery was necessary, that he would not cut the knee unless they were in a sterile environment. It was reported that they had to go through a tendon to get all the infection out. After the injection, his pain level was 9, with a reference 10 for kidney stones. He used a walker and is still using a walker to get around. The patient was in a straight leg cast for eight weeks after the surgery and took intravenous vancomycin and ceftriaxone every day for six weeks. The patient's wife had to take off work to administer the doses, which took four hours. On an unknown date, after unknown latency, the patient developed a yeast infection from so many antibiotics. Action taken: unknown corrective treatment: surgery, leg cast, intravenous vancomycin and ceftriaxone every day for six weeks for infection, walker for the vent of could hardly walk and not reported for the events of swollen halfway up his thigh and yeast infection. Outcome: not recovered/not resolved for all the events. A global pharmaceutical technical complaint (ptc) was initiated. Seriousness criteria: in patient or prolonged hospitalization for the event of infection and disability for the event of could hardly walk. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who received synvisc one injection and later had arthritis bacterial for which patient underwent surgery and received antibiotics and also was unable to walk for which patient used walker. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 24-jan-2018 from patient and his wife (who is also a nurse). This case concerns a (B)(6) male patient who received treatment with synvisc one injection and could hardly walk (latency: 2 days), had swollen halfway up his thigh, yeast infection developed and infection (after unknown latency). Concomitant medications included rivaroxaban (xarelto). The patient's medical history is significant for nine previous major knee surgeries. It was reported that the patient had synvisc injections in his knee approximately six years ago, has had cortisone injections. It was reported that the patient had a pacemaker and artificial joint in his left knee. The patient's concurrent condition included chronic atrial fibrillation, congestive heart failure, radiculopathy and pain (pain level was 2 or 3 out of 10 with a reference 10 for kidney stones). The patient was reported to be allergic to codeine. The patient had no allergy to avian products, feathers or eggs and did not have diabetes. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose and frequency unknown) in right knee for osteoarthritis. Later the patient was told that the product had been recalled. On the same day, the patient stated that he started experiencing pain and swelling of his knee. He iced the knee and took oxycodone, which he takes for radiculopathy, but it did not help the pain. Reportedly on (B)(6) 2017 (2 days after the synvisc one injection), he had to use a walker to go to a funeral and when he got home, he was in agony. On (B)(6) 2017, he could hardly walk and his knee was huge, hot and red. The knee was two to three times larger than normal, swollen halfway up his thigh and he was seen in the emergency room after ten hours, blood work and multiple x-rays, the orthopedic doctor stated that surgery was necessary, that he would not cut the knee unless they were in a sterile environment. It was reported that they had to go through a tendon to get all the infection out. After the injection, his pain level was 9, with a reference 10 for kidney stones. He used a walker and is still using a walker to get around. The patient was in a straight leg cast for eight weeks after the surgery and took intravenous vancomycin and ceftriaxone every day for six weeks. The patient's wife had to take off work to administer the doses, which took four hours. On an unknown date, after unknown latency, the patient developed a yeast infection from so many antibiotics. Action taken: unknown corrective treatment: surgery, leg cast, intravenous vancomycin and ceftriaxone every day for six weeks for infection, walker for the vent of could hardly walk and not reported for the events of swollen halfway up his thigh and yeast infection. Outcome: not recovered/not resolved for all the events a global pharmaceutical technical complaint (ptc) (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: in patient or prolonged hospitalization for the event of infection and disability for the event of could hardly walk. Additional information was received on 07-feb-2018. Investigation summary processed. Gptc number added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who received synvisc one injection and later had arthritis bacterial for which patient underwent surgery and received antibiotics and also was unable to walk for which patient used walker. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on (B)(6)2018 from patient and his wife (who is also a nurse). This case concerns a 67 years old male patient who received treatment with synvisc one injection and could hardly walk (latency: 2 days), had swollen halfway up his thigh, yeast infection developed and infection (after unknown latency). Concomitant medications included rivaroxaban (xarelto). The patient's medical history is significant for nine previous major knee surgeries. It was reported that the patient had synvisc injections in his knee approximately six years ago, has had cortisone injections. It was reported that the patient had a pacemaker and artificial joint in his left knee.the patient's concurrent condition included chronic atrial fibrillation, congestive heart failure, radiculopathy and pain (pain level was 2 or 3 out of 10 with a reference 10 for kidney stones). The patient was reported to be allergic to codeine. The patient had no allergy to avian products, feathers or eggs and did not have diabetes. On (B)(6)2017 , patient received treatment with intraarticular synvisc one injection at a dose of 1 df once in right knee for osteoarthritis. Later the patient was told that the product had been recalled. On the same day, the patient stated that he started experiencing pain and swelling of his knee. He iced the knee and took oxycodone, which he takes for radiculopathy, but it did not help the pain. Reportedly on (B)(6)2017 (2 days after the synvisc one injection), he had to use a walker to go to a funeral and when he got home, he was in agony. On (B)(6)2017 , he could hardly walk and his knee was huge, hot and red. The knee was two to three times larger than normal, swollen halfway up his thigh and he was seen in the emergency room after ten hours, blood work and multiple x-rays, the orthopedic doctor stated that surgery was necessary, that he would not cut the knee unless they were in a sterile environment. It was reported that they had to go through a tendon to get all the infection out. After the injection, his pain level was 9, with a reference 10 for kidney stones. He used a walker and is still using a walker to get around. The patient was in a straight leg cast for eight weeks after the surgery and took intravenous vancomycin and ceftriaxone every day for six weeks. The patient's wife had to take off work to administer the doses, which took four hours. On an unknown date, after unknown latency, the patient developed a yeast infection from so many antibiotics. Action taken: unknown corrective treatment: surgery, leg cast, intravenous vancomycin and ceftriaxone every day for six weeks for infection, walker for the vent of could hardly walk and not reported for the events of swollen halfway up his thigh and yeast infection. Outcome: not recovered/not resolved for all the events a global pharmaceutical technical complaint (ptc) (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: in patient or prolonged hospitalization for the event of infection and disability for the event of could hardly walk. Additional information was received on (B)(6)2018. Investigation summary processed. Gptc number added. Text amended accordingly. Additional information was received on (B)(6)2018 from a non-health care professional. Suspect information was updated. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6)2018: the new follow up information received doesnot change previous case assessment. This case concerns a patient who received synvisc one injection and later had arthritis bacterial for which patient underwent surgery and received antibiotics and also was unable to walk for which patient used walker. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Knee infection/severe infected right knee/ septic arthritis/arthritis due to other bacteria/septic arthritis of right knee [septic arthritis] ([knee pain], [swelling of r knee], [joint warmth], [injection site joint erythema], [knee effusion], [condition aggravated]); device malfunction [device malfunction]; hypokalemia [hypokalemia]; could hardly walk/unsteady with gait [unable to walk]; unsteady with gait due to neuropathy [neuropathy]; yeast infection [yeast infection]; rbc low [red blood cell count decreased]; mean cell hemoglobin increased [mean cell hemoglobin increased]; mean cell volume increased [mean cell volume increased]; pain in left elbow [pain in elbow]; platelet count decreased [platelet count decreased]; wbc decreased [wbc decreased]; lymphocyte percentage decreased [lymphocyte percentage decreased]; neutrophil percentage increased [neutrophil percentage increased]; absolute lymphocyte count decreased [lymphocyte count decreased]; stiffness in left elbow [stiff joint]; total bilirubin high [bilirubin total high]; blood pressure 161/106 [blood pressure increased]; feel weak [feelings of weakness]; some pain in leg [leg pain]; swollen halfway up his thigh [peripheral swelling]; generalized not feeling well [general malaise]; ecchymosis was noted on anterior knee [ecchymosis]; fatigued with exercises [fatigue]; hematoma noted lateral right knee/hematoma medial knee [hematoma]; rated 5/10 knee pain during gait [pain upon movement]; fluctuating edema/edema knee/increased edema r knee [oedema knees]. Case narrative: based on the information received on 21-jun-2018, the case become medically confirmed. This unsolicited valid serious legal case from united states was received on 24-jan-2018 from patient and his wife (who is also a nurse). This case involves a 69 years old male patient (183 cm and 92.1 kg) who experienced knee infection/severe infected right knee/ septic arthritis/arthritis due to other bacteria/septic arthritis of right knee, device malfunction, hypokalemia, could hardly walk/unsteady with gait, unsteady with gait due to neuropathy, yeast infection, rbc low, mean cell hemoglobin increased, mean cell volume increased, pain in left elbow, platelet count decreased, wbc decreased, lymphocyte percentage decreased, neutrophil percentage increased, absolute lymphocyte count decreased, stiffness in left elbow, total bilirubin high, blood pressure 161/106, feel weak, some pain in leg, swollen halfway up his thigh, generalized not feeling well, ecchymosis was noted on anterior knee, fatigued with exercises , hematoma noted lateral right knee/hematoma medial knee, rated 5/10 knee pain during gait and fluctuating edema/edema knee/increased edema r knee, while he was treated with with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Also, device malfunction was identified for the reported lot number. Concomitant medications included hydromorphone hydrochloride (dilaudid); milk of magnesia; naloxone hydrochloride (narcan) for excess sedation; (calcium carbonate, colecalciferol) calcium carbonate with d3; magnesium hydroxide (mylanta maximum strength) for indigestion; meloxicam; ondansetron (zofran); omeprazole (prilosec); trazodone hcl (trazodone); ceftriaxone sodium (rocephin); rivaroxaban (xarelto); calcium carbonate; multi vitamin one a day; coenzyme q10; acetylsalicylic acid (aspirin); fish oil; primidone; spironolactone; furosemide (lasix); levetiracetam (keppra); omeprazole; valsartan; ezetimibe (zetia), gemfibrozil (lopid); hydrochlorothiazide; cyanocobalamin; bisoprolol fumarate, hydrochlorothiazide; potassium chloride; methocarbamol (robaxin) for muscle spasms; carvedilol (coreg), and amlodipine besilate (norvasc) for high blood pressure; clonazepam (klonopin); meloxicam (mobic); sildenafil citrate (viagra); vitamin b12 nos (vitamin b 12); fluticasone; cyanocobalamin, pyridoxine hydrochloride, thiamine mononitrate (neuroxel); therex; testosterone cypionate; morphine; vitamins and minerals tablet daily the patient's medical history was significant for nine previous major knee surgeries, pain in both shoulders, essential (primary) hypertension ((B)(6) 2016), surgical history included history of cardiac, arthroscopy right shoulder, patellectomy (1975), arthroscopy right knee, arthroscopy left shoulder, arthroscopy left ankle, left knee replacement, appendectomy, rt ulnar nerve release, benign tumor removed from abdominal wall, circumcision 1993, vocal chords, gall bladder, cholecystectomy, it foot, it rotator cuff, prostate and pacemaker (2014). Patient did not have patella to right knee (was removed years ago). Patient had seizures ((B)(6) 2013), migraines, gastroesophageal reflux disease (gerd), kidney stones, back problems, memory loss, vision loss, unspecified myalgia and myositis ((B)(6) 2014), hyperlipidemia, hypercholesterolem, acute bronchitis, oesophageal reflux, intractable epilepsy, hernia, obesity, shortness of breath, hospitalization on (B)(6) 2001, (B)(6) 2003, (B)(6) 2017, sleep apnea in 1998 (used CPAP), transient ischemic attack (tia), arthritis in joints, anxiety attacks ((B)(6) 2012). Patient did not use alcohol, caffeine, illicit drugs or tobacco. Patient had history of joint pain and cerebrovascular accident (cva). It was reported that the patient had synvisc injections in his knee approximately six years ago, has had cortisone injections. It was reported that after patellectomy the patient had mva (motor vehicle accident) shortly after with bilateral knee flexion limited. Since that date patient lifter right leg and felt pop with increased pain it was reported that the patient had a pacemaker and artificial joint in his left knee. The patient's concurrent condition included chronic atrial fibrillation (diagnosed in (B)(6) 2014), congestive heart failure, radiculopathy and pain (pain level was 2 or 3 out of 10 with a reference 10 for kidney stones). Patient had elective direct current cardioversion on (B)(6) 2014 and cardiac catheterization on (B)(6) 2014. The patient was reported to be allergic to codeine and buspar (headache). Patient received euflexxa in (B)(6) 2011. Patient also had a history of pain in right knee. Patient had burning, deep, localized and throbbing pain and had severe stiffness in right knee. Pain was 9 on 1 to 10 scale which aggravated on bending, daily activities, going down stairs, going upstairs, squatting, standing and walking. Patient was using hydrocodone bitartrate; paracetamol (lortab) and hyaluronate sodium (supartz) injection for knee pain. It was reported that patient ambulate with a quad cane. The patient had no allergy to avian products, feathers or eggs and did not have diabetes. Past drug included norco with no adverse reactions. Patient had cervical disc disorder ((B)(6) 2016), depression ((B)(6) 2012), insomnia ((B)(6) 2014), irritable bowel syndrome without diarrhea ((B)(6) 2016), irritable bowel syndrome ((B)(6) 2011), lumbago with sciatica, unspecific side ((B)(6) 2016), lower back pain ((B)(6) 2015), osteoarthritis ((B)(6) 2011), secondary polycythemia ((B)(6) 2017), sinusitis ((B)(6) 2015), testicular hypofunction (had problems with getting an erection) ((B)(6) 2016), unspecified convulsions ((B)(6) 2016); family history: father died of renal failure at age of 51, mother had heart disease but died at age of 93, heart disease, hypertension, but no diabetes or cancer. Patient had hearing difficulty, wear hearing aids. On (B)(6) 2017, the patient's baseline vitals prior injection: temp 98.2, bmi was 28.1. On the same day, patient received treatment with intra- articular synvisc one injection at a dose of 1 df once (lot number: 7rsl021, expiration date: may-2020) in right knee for osteoarthritis. Later the patient was told that the product had been recalled. On the same day, the patient stated that he started experiencing pain and swelling of his knee. He iced the knee and took oxycodone, which he takes for radiculopathy, but it did not help the pain. Later patient had increased fluid on knee. Reportedly on (B)(6) 2017 (2 days after the synvisc one injection), he had to use a walker to go to a funeral and when he got home, he was in agony. On (B)(6) 2017, he could hardly walk (caused disability) and his knee was huge, hot and red. On the same day right knee open arthrotomy was performed emergently for septic arthritis of right knee (required hospitalization, intervention and assessed as medically significant). On the same day patient experienced some pain in leg (intensity: 4 on pain scale). The knee was two to three times larger than normal, swollen halfway up his thigh and he was seen in the emergency room. On the same day, the patient developed a yeast infection from so many antibiotics. On the same day, patient had a right knee radiograph that showed mild degenerative changes that were present in medial and lateral femorotibial compartments. Chondrocalcinosis is noted within the medial and lateral menisci. Soft tissue swelling was present anteriorly with a suggestion of moderate joint effusion within the suprapatellar pouch. On the same day, patient's rbc: 4.49 x 10e3/ mcl (l), mcv: 101.2 fl (h), mch: 35.2 pg (h), platelet count: 118x10e3/mcl (l), neutrophil%: 75.5% (h) (reference range: 37-75), lymphocyte %: 13% (l) (reference range: 16-50), absolute lymphocyte count: 0.70 x 10e3/mcl (l) (reference range: 0.77-5.40), total bilirubin: 1.9 (ref range: 0.3-1.0 mg/dl) and potassium: 3.4 mmol/l (reference range: 3.5-5.1). On an unknown date, the patient had hypokalemia (assessed as medically significant). On (B)(6) 2017, patient was brought into the hospital through emergency department and had urgent incision and drainage (surgery) of right knee under anesthesia which drained 650 ml crystalloid intravenous fluids. On the same day, patient had swab right knee fluid and the result was few wbc's seen and no organisms were seen. After ten hours, blood work and multiple x-rays, the orthopedic doctor stated that surgery was necessary, that he would not cut the knee unless they were in a sterile environment. It was reported that they had to go through a tendon to get all the infection out. After the injection, his pain level was 9, with a reference 10 for kidney stones. He used a walker and is still using a walker to get around. The patient was in a straight leg cast for eight weeks after the surgery and took intravenous vancomycin and ceftriaxone every day for six weeks. The patient's wife had to take off work to administer the doses, which took four hours. On (B)(6) 2017, patient experienced blood pressure 161/106. On (B)(6) -2017, patient was discharged. On the same day, vanco-trough was 8.3 mcg/ml (l). On (B)(6) 2017, the patient had a hospital follow up post-surgery. On (B)(6) 2017, patient's vanco- trough was 9.6 ug/ml (low) (ref. Range: 10.2-20.2 ug/ml) on (B)(6) 2017, rbc 4.40 x10e3/ul (low) (ref. Range 5.00-6.00 x10e3/ul), mean cell hemoglobin 34.6 pg (high), mean cell volume 100.3 pg (high). Patient had painful, swollen right knee. On (B)(6) 2017, patient's rbc 4.43 x10e3/ul (low) (ref. Range 5.00-6.00 x10e3/ul), mean cell hemoglobin 34.9 pg (high), mean cell volume 99.7 pg (high), bun was 25 mg/dl (high) (ref. Range: 7-21 mg/dl). On (B)(6) 2017, patient's wbc was 4.42x10e3/ul (low) (ref. Range 4.8-10.8 x10e3/ul), rbc 4.43 x10e3/ul (low) (ref. Range 5.00-6.00 x10e3/ul), mean cell hemoglobin 34.7 pg (high) (ref. Range: 27-31), platelet count was 137 x10e3/ul (low) (ref. Range: 150-430 x10e3/ul), bun was 17 mg/dl (normal), mean cell volume 98.9 pg (normal) anion gap was 2 (low) (ref. Range: 5-13). It was reported that patient knee pain was 05 out of 10 and patient was using knee immobilizer and walker. On (B)(6) 2018, synovial fluid analysis showed wbc, no bacterial growth and no polarizing crystal. On (B)(6) 2018, patient came for a re-check following diagnosis of uti 10 days ago (on (B)(6) 2018). Patient was disoriented due to fever. Patient was given 10 days of cipro. Patient was given 4 days of prescription by another doctor, so he had total of 14 days of antibiotics. Patient had also been dealing with infection to right knee following a joint injection. Patient was feeling some better but continued to just feel weak and generalized not feeling well (latency: unknown). On (B)(6) 2018, patient's vitals were temperature was 98.1 and bmi was 28.1. On (B)(6) 2019, had bilateral knee pain and increased edema (latency: 1 year 2 months 3 days). On (B)(6) 2019, patient had a dental work as he was having pain to jaw and felt it was popping at times. On (B)(6) 2019, came for general checkup, doing well. Patient had no joint pain, swelling, muscle pain, muscle spasms, muscle weakness, clubbing, cyanosis or edema. Patient was able to move all extremities well. Patient denied any problems with his medicines. On (B)(6) 2019, patient was started on therex and neuroxl medications. On (B)(6) 2019, knee edema was decreased but it was still fluctuating. On (B)(6) 2019, had good posture and gait. Patient had decreased cadence. On (B)(6) 2019, was doing well and strengthening. On (B)(6) 2019, fluctuating edema was noted. On (B)(6) 2019, hematoma medial knee (latency: 1 year 8 months 3 days) was noted. Patient rated 5/10 knee pain during gait (latency: 1 year 8 months 3 days). On (B)(6) 2019, patient had good balance with gait and showed good effort with strengthening. On (B)(6) 2019, patient had good balance to increased resistance on leg press. On (B)(6) 2019, patient was advised to continue ambulating with quad cane. On (B)(6) 2019, patient was doing well. On (B)(6) 2019, quad exercises resistance was increased and patient had slight knee pain with gait. On (B)(6) 2019, patient was instructed to increase resistance and lower angle on leg press. On (B)(6) 2019, a hematoma noted lateral right knee. On (B)(6) 2019, patient reported being unsteady with gait due to neuropathy (latency: 1 year 8 months 10 days) (medically significant). On (B)(6) 2019, fluctuating edema knee was noted. On (B)(6) 2019, patient was not feeling well and was fatigued with exercises (latency: 1 year 8 months 24 days). Further, ecchymosis was noted on anterior knee (latency: 1 year 8 months 24 days) as the patient had walked 34 miles to the hospital. On (B)(6) 2019, patient had decreased knee pain with extension exercises. On (B)(6) 2019, 45 degree extension was performed for strength and balance. On (B)(6) 2019, intermittent cane use at home reported. On (B)(6) 2019, had increased resistance. On (B)(6) 2019, patient left knee joint capsule pain after hep (home exercise program) had decreased over the weekend. On (B)(6) 2019, baseline pain scale was decreased and the patient was ambulating with cane at home. On (B)(6) 2019, quad strengthening exercises were increased, had good balance and was told to continue safe ambulation. On (B)(6) 2019, was doing well with quad exercises. On (B)(6) 2019, patient was doing well. On (B)(6) 2019, improved proprioception and balance. On (B)(6) 2019, the patient was doing well. On (B)(6) 2019, doing well with gait. On (B)(6) 2019, received nerve block. On (B)(6) 2019, increased edema r knee and 5/10 pain on extension. It was reported as of (B)(6) 2019, that the patient was going to receive second nerve block in next week. On (B)(6) 2019, had very swollen knee. On (B)(6) 2019, the patient still had increased edema in knee. On (B)(6) 2019, very slow with cadence. On (B)(6) 2019, decreased edema in knee. On (B)(6) 2019, doing well. On (B)(6) 2020, still had pain but it fluctuates. On (B)(6) 2020, told to follow up to improve strength and balance. Action taken: not applicable for all the events corrective treatment: oxycodone for knee pain; piperacillin sodium, tazobactam sodium (zosyn), intravenous vancomycin for yeast infection; surgery, leg cast, ceftriaxone, arthrotomy every day for six weeks for knee infection/severe infected right knee/ septic arthritis/arthritis due to other bacteria/septic arthritis of right knee; walker for the event of could hardly walk; nerve block for unsteady with gait due to neuropathy; not reported for rest of events outcome: unknown for fatigued with exercises, ecchymosis was noted on anterior knee, unsteady with gait due to neuropathy, hematoma noted lateral right knee/hematoma medial knee, rated 5/10 knee pain during gait, lymphocyte percentage decreased, neutrophil percentage increased, absolute lymphocyte count decreased, hypokalemia, some pain in leg, platelet count decreased, wbc decreased and stiffness in left elbow, blood pressure 161/106 mmhg, total bilirubin high; not recovered for mean cell hemoglobin increased, rbc low, yeast infection, device malfunction; recovering for knee infection/severe infected right knee/ septic arthritis/arthritis due to other bacteria/septic arthritis of right knee, fluctuating edema/edema knee/increased edema r knee; recovered for rest of events a global pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in jun2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The case of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 07-feb-2018. Investigation summary processed. Gptc number added. Text amended accordingly. Additional information was received on 26-mar-2018 from a non-health care professional. Suspect information was updated. Additional information was received on 29-may-2018 from a non-health care professional. Product lot number and expiration date was added. An additional event of device malfunction was added. Additional information was received on 30-may-2018 from a non-health care professional. Medical history of pain in right knee was added. Past drug was added. Event of infection updated to infection/ septic arthritis and its corrective was updated. Event of some pain in leg was added. Additional information was received on 21-jun-2018 from physician. The case become medically confirmed. Event of stiffness in left elbow, pain in left elbow, rbc low, mean cell hemoglobin increased, mean cell volume increased, platelet count decreased, wbc decreased were added with details. Event outcome of could hardly walk was updated from not recovered to recovered. Verbatim of infection/ septic arthritis/arthritis due to other bacteria was updated from infection/ septic arthritis. Verbatim of pain was updated to pain/ pain in left elbow. Additional information was received on 30-may-2018 from a lawyer. Additional events of lymphocyte percentage decreased, neutrophil percentage increased, total bilirubin high, absolute lymphocyte count decreased and hypokalemia were added along with details. The symptom term swelling of his knee/knee was huge/knee was two to three times larger than normal was updated to swelling of his knee/knee was huge/knee was two to three times larger than normal/swollen right knee, and event term infection/ septic arthritis/arthritis due to other bacteria was updated to infection/ septic arthritis/arthritis due to other bacteria/septic arthritis of right knee. Concomitant medications (hydromorphone hydrochloride meloxicam, ondansetron, omeprazole) were added. Treatment start date of vancomycin and ceftriaxone were added. Treatment start and stop date of synvisc one was updated from (B)(6) 2017 to (B)(6) 2017. Hospitalization date and discharge date was added. Additional information was received on 12-jul-2018 from a physician. Patient's medical history was updated. Laboratory test result for vanco trough for date (B)(6) 2017 and synovial fluid culture dated (B)(6) 2017 were added. Follow-up was received on 6-aug-2018. No new information was received. Additional information was received on 10-aug-2018 from the physician. Event of blood pressure 161/106 was added. Follow up information received on 25-feb-2019 from lawyer. No new information. Additional information was received on 02-jan-2020 from a lawyer via email: new event of feel weak and generalized not feeling well were added. Concomitant medications and medical history was added. Outcome updated for knee infection/severe infected right knee/septic arthritis/arthritis due to other bacteria/septic arthritis of right knee from not recovered to recovering. Additional information was received on 30-jan-2020 from lawyer. Events of fatigued with exercises, ecchymosis was noted on anterior knee, unsteady with gait due to neuropathy, hematoma noted lateral right knee/hematoma medial knee, rated 5/10 knee pain during gait, fluctuating edema/edema knee/increased edema r knee added. Verbatim updated from could hardly walk to could hardly walk/unsteady with gait. Details regarding follow up visits added. Clinical course updated. Text amended accordingly. Follow up information received on 11-feb-2020 from lawyer. No new information.